Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided information for resetting the pump and assisted the caller with the process; no recurrence of the malfunction occurred after the reset, allowing the customer to continue using the pump. The caller was advised to call back if the malfunction code reappeared.